Event description:
It was reported that unspecified bd infusion set was cracking. The following information was received by the initial reporter with the verbatim: the below customer has informed us that the filters on the tubing they are using on our syringe pumps. The customer is not sure if this is a filter issue or if the pump is providing too much pressure that is cracking the filters.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.